Manufacturer narrative:
On 9-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right atrial flutter right (r-afl) ablation procedure with a thermocool smarttouch for which had an irrigation issue during use on the patient. It was reported by the customer that the thermocool smarttouch catheter stopped irrigating and when attempting to ablate the first time, an error appeared on the generator indicating "high heat," (code unknown). It was then discovered that the irrigation tubing had become disconnected. Attempted flushing was unsuccessful, irrigation ports were occluded. The catheter was exchanged for a thermocool smarttouch sf (stsf) catheter to resolve and continue the case successfully. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a right atrial flutter right (r-afl) ablation procedure with a thermocool smarttouch for which had an irrigation issue during use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed; the device failed the test due to a high temperature error. An irrigation test was performed, and the device failed the test due to being occluded with dry reddish material inside the dome. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issue reported by the customer were confirmed. The root cause of the irrigation and temperature issue was traced to a user error since according to the reported event it was discovered that the irrigation tubing had become disconnected during the procedure. The instructions for use (IFU) contain the following information: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).